Event description:
It was reported while the patient's omnipod 5 personal diabetes manager melted while charging. The patient reported they were not using a charging cord provided by insulet, which contradicts the instructions provided in the user guide. The device has been replaced.

Manufacturer narrative:
In the case description, the user mentioned that the controller started melting. Visual inspection of the returned controller found no evidence of thermal damage. The plastic around the charging port was not observed to be warped or otherwise damaged. Inside the charging port, corrosion was observed on the connector piece. The controller was unable to turn on and was not plugged in to charge due to the corrosion in the charging port. No log files from the controller were found to be available in the insulet cloud system. Without log files, it cannot be determined if the battery was overheating during operation. Upon removal of the first back cover, evidence of fluid and corrosion was observed on the device and on the underside of the cover. The cover was also observed to be bulging around the battery compartment. The inside cover was unscrewed and the internals inspected. Corrosion was observed throughout the inside of the device, with both fluid ingress indicators turning from white to red due to the presence of fluid. Internal inspection confirmed the battery to be swollen. The fluid ingress and corrosion can be confirmed as the cause of the swollen battery. It cannot be determined if the fluid ingress contributed to the reported melting/thermal event as the timing and cause of the fluid ingress cannot be determined. The exact cause of the reported thermal event could not be determined. The reported thermal device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. Lot release records were reviewed, and the product lot met all acceptance criteria. Product family omnipod 5 pdm cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - operating system n5004l-am-q-mv01602-06-01.06 cloud - hardware n5004l cloud - cgm sensor type data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.